Event description:
It was reported that during a surgical procedure the patient's pericardium was cut. It was further reported that the procedure was completed successfully; however, there was a surgical delay of an unspecified time and measures were taken to control the bleeding. No further information was provided by the user facility.

Event description:
It was reported that during a surgical procedure the patient's pericardium was cut. It was further reported that the procedure was completed successfully; however, there was a surgical delay of an unspecified time and measures were taken to control the bleeding. Attempts are being made to obtain additional information from the user facility.